Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 405 mg/d and a ketone level identified as dangerous (diabetic ketoacidosis). Reportedly, the customer¿s body was going through the ¿honeymoon phase¿, and the customer¿s body was becoming accustomed to receiving insulin. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, potassium, and fluids. The customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.